Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device is a combination product device evaluated by manufacturer - the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that during preparation for a stenting treatment procedure, stent damage was identified. When the 2.5x32mm ion stent was removed from the box, one of the stent struts was bent up. The procedure was completed with another 2.5x32mm ion stent. The device did not come in contact with the patient. No patient complications were reported and the patient's status is fine.